Manufacturer narrative:
As of the date of this report the device has not been returned to the MFR for eval. This report will be updated when the device eval is complete.

Event description:
It was reported that during a knee surgery the battery housing opened and exposed the non-sterile battery to the sterile site. No further info was provided by the account. There was no med intervention required.